Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12191. It was reported via facility medwatch mw5066242 that wire entrapment occurred. The target lesion was located in the vessels of the left kidney. A 180 x 35cm fathom¿ -16 and accustick ii were selected for use. During procedure, it was noted that the wire could not be removed from the accustick ii. This prompted the physician to remove the inner stiffener of the accustick ii and to place a non bsc catheter and wire into the renal collecting system. There were attempts to untangle the fathom¿-16 wire using the non bsc catheter; however, these were unsuccessful. Furthermore, the fathom¿ wire became fractured in the patient's left kidney. The accustick ii was then placed and the wire fragments were snared and removed intact. No pieces of the wire remained inside the patient's body. No further patient complications were reported.